Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure, performed in 2009. According to the complainant, during preparation, the filter pushed through the biopsy cap. The procedure was completed with another microvasive rx locking device & biopsy cap system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.